Manufacturer narrative:
This is one of three products used during the same procedural setting. Please reference MFR. Report #s 1016427-2009-00042, and 9616099-2009-00201.

Event description:
The report received via the study database indicated that after successful implant of two precise stents in the distal right internal carotid artery, the pt experienced an embolic stroke upon removal of the angioguard embolic protection device. The onset of the stroke was sudden, the duration of the neurological deficit was deemed permanent and the recovery was partial, with minor residual remaining. There was extreme difficulty removing the angioguard device, as it became caught in the precise stents. It took three hours to remove the angioguard, and they were finally able to do so without moving the stents out of position. The pt remained hospitalized for four days after the ae, was discharged, and is currently in rehabilitation. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.